Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), device expulsion ("expulsion of essure device"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirapex, carbidopa levodopa, ibuprofen and prednisolone. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure device, other - manual removal in office and underwent ablation). Essure was removed in 2014. At the time of the report, the device dislocation, device expulsion, dyspareunia, anxiety and depression outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, severe cramping, and migration of the essure device. Patient underwent essure confirmation test on an unspecified date. Discrepancy - date of insertion and removal - earlier reported as 2015. Location of essure device (right or left) has not been specified, hence migration and expulsion both have been captured separately. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received: events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), expulsion of essure device" and reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device'), device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding menorrhagia') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirapex, carbidopa levodopa, ibuprofen and prednisolone. Concurrent conditions included rheumatoid arthritis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure device, other - manual removal in office and underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dyspareunia, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, severe cramping, and migration of the essure device. Patient underwent essure confirmation test on an unspecified date. Discrepancy date of insertion and removal earlier reported as 2015. Location of essure device (right or left) has not been specified, hence migration and expulsion both have been captured separately. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device'), device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirapex, carbidopa levodopa, ibuprofen and prednisolone. Concurrent conditions included rheumatoid arthritis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure device, other manual removal in office and underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, dyspareunia, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, severe cramping, and migration of the essure device. Patient underwent essure confirmation test on an unspecified date. Discrepancy date of insertion and removal earlier reported as 2015. Location of essure device (right or left) has not been specified, hence migration and expulsion both have been captured separately. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet received : insertion and removal dates updated. Events added- dysmenorrhea (cramping). Event onset dates updated. Lab data added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a surgical procedure with removal of the essure device). Essure was removed in 2015. At the time of the report, the device dislocation, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and genital haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of abnormal, heavy bleeding, severe cramping, and migration of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.